Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. E.1 name prefix/title, first name and last name are unknown.

Event description:
The complainant reported that the 14f peel away sheath could not be forwarded in the pelvic anatomy. The calcium load was greater than expected, so a kink occurred, and the sheath had to be discarded as it was defective. The procedure was completed without impella and there was no harm to the patient.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. As per the given clinical, the peel away sheath couldn't be advanced due to excessive calcium load, causing a kink. The cause of the introducer damage issue was most likely patient condition related to diseased vessel. G1 reporting contact email was inadvertently reported incorrectly on manufacturer device report 1220648-2024-25065.